Event description:
It was reported that the neurostimulator device system was explanted when the patient lost weight, became more active and used the neurostimulator less. The stimulator was also reported to be uncomfortable at times. The patient was reported as "well".

Manufacturer narrative:
Concomitant medical products: lead: model 3888-33, (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), lead: model 3888-33, (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), lead: model 3778-60, (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), extension: model 37082-20, (B)(4), implanted: 2009 (B)(6), explanted: 2010 (B)(6), programmer: model 37743, (B)(4), recharger: model 37752, (B)(4).